Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the full height matrix had failed and required maintenance. A field service engineer found a lid from a box in the next drawer down blocking the sensor and cleared the obstruction. The drawer tested well in diagnostics and application. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ med station¿ es full height matrix had failed and required maintenance. User stated that the drawer is opening but is saying failed and requires maintenance. Won't allow to pull drug through pyxis system (although since it opens, they are able to get drug out, but the count will be off). There were no adverse events or injuries reported based on this incident.